Event description:
A report was received that a patient underwent a revision due to poor pain coverage. The patient had two competitor leads implanted with our lead extensions attached to them which was causing the poor coverage. The physician explanted the competitor lead along with the lead extensions and replaced them with two of our leads. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Lead extensions were returned for analysis. Additional suspect device components involved in the event: model: sc-3108-25 description: lead extension, 25 cm (phase I) model: sc-3138-35 description: lead extension, 35 cm (phase iii) findings for sc-3108-25 concluded that insufficient cable length was isolated on the root cause of this failure mechanism. Sc-3108-25 and sc-3138-35 exhibited normal device characteristics. Competitor's leads were not returned to bsn. This is a final report.